Event description:
It was reported that the user experienced bluetooth connectivity issues when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet and pairing failed on the ilet while the user was completing setup after a pump reset. No adverse clinical symptoms were reported and no alerts or alarms on the ilet. Outcomes included continued therapy with blood glucose levels unaffected and successful return to automated operation after guidance. User support included troubleshooting and education, including instructing the user to toggle cgm model settings, restart the ilet, allow time for pairing, review alert history, and perform a device reboot. Investigation of this case revealed that the ilet required a reboot and re-setup to restore cgm pairing, after which normal operation resumed without further issues. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity recovery through standard troubleshooting for bluetooth pairing after a device reset.